Event description:
Late last year, we discovered that we were having data integrity issues with lifewatch's portable cardiology monitoring system. This particular patient's cardiology information was "merged" with another patient and as such the patient was believed to have a-fib when in fact he did not. The patient was given medication that was not needed, but there was no other harm to him. However we are concerned that this data integrity issue is not isolated to this case. Our it (information technology) department was able to recreate this issue. We also have concerns that this may go all the way back to 2012. To date, we have not heard back from the manufacturer on this issue, they cancelled our meeting last week. Manufacturer response for lifewatch portable cardiology monitoring, lifewatch (per site reporter): the manufacturer is not being as helpful in resolving this issue as we would like. We have had this software in place since 2008 and there were documented issues back in 2012 that we are not sure have been resolved. We are also concerned that the vendor does not have the raw data in order to review other patients to make sure their data is correct.

Event description:
Late last year, we discovered that we were having data integrity issues with lifewatch's portable cardiology monitoring system. This particular patient's cardiology information was "merged" with another patient and as such the patient was believed to have a-fib when in fact he did not. The patient was given medication that was not needed, but there was no other harm to him. However we are concerned that this data integrity issue is not isolated to this case. Our it (information technology) department was able to recreate this issue. We also have concerns that this may go all the way back to 2012. To date, we have not heard back from the manufacturer on this issue, they cancelled our meeting last week. Manufacturer response for lifewatch portable cardiology monitoring, lifewatch (per site reporter): the manufacturer is not being as helpful in resolving this issue as we would like. We have had this software in place since 2008 and there were documented issues back in 2012 that we are not sure have been resolved. We are also concerned that the vendor does not have the raw data in order to review other patients to make sure their data is correct.